Manufacturer narrative:
Sharp edges on cracked headboard.

Event description:
It was reported by service report that a crack was found in both sides of the headboard. There was pt involvement but no reported adverse consequences.